Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral approach with a 6f introducer sheath. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). After a guide wire crossed the lesion, a 3mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for dilatation. The balloon was initially inflated at 12 atmospheres. However, during the second inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 3.0×40 coyote balloon catheter. No patient complications were reported and the patient's status was good.